Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00838. Reference MFR report: 3008829311-2017-00839. Reference MFR report: 3008829311-2017-00840. It was reported that following an implant procedure, the patient experienced numbness in their left foot. The numbness continued even when stimulation was turned off. Patient will follow up with their physician.

Event description:
Device 4 of 4; reference MFR report: 3008829311-2017-00839, reference MFR report: 3008829311-2017-00840, reference MFR report: 3008829311-2017-00838. Follow up revealed that the patient's numbness is only sporadic and is in their feet. It is unknown if the numbness is from the implant. The patient's physician reviewed their 3d CT scan and confirmed there was no potential foramenal stenosis or tightness with the drg leads.